Manufacturer narrative:
H11 a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of device manufacturing. Based on investigation results and considering that no hardware defect was found during service activity, the most likely root cause was traced back to the occlusion of the pump set too hard. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. The unit was tested and the reported issue could not be confirmed. Subsequent functional verification testing was completed without further issue. Through follow-up communication, livanova learned that shortly after replacing the affected pump, the user noted that such pump started working again. Log files of involved roller pump were retrieved and analysed: error code "442" was found out, indicating a discrepancy in the rounds per minute between the set and the actual value, and the pump stopped due to a high current consumption. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of an s5 roller pump stop during procedure. The user had to perform hand cracking for short time before moving to another pump. Reportedly, there was no patient injury.